Manufacturer narrative:
Device received for evaluation. Evaluation confirms complaint of the device has an occluded image. A visual inspection was performed and showed the scope to have distal tip and fiber damage. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user damage. No further investigation is required.

Event description:
It was reported that the device had an occluded image during a wrist procedure. After a delay of less than 30 minutes, a backup device was used to complete the procedure. No patient injury or complications were reported.

Event description:
It was reported that the device has an occluded image. No patient injury or complications were reported.